Manufacturer narrative:
Failure analysis revealed that the test reservoir fits and removes properly in the reservoir compartment. However, the insulin pump was received with loose drive support disk.

Event description:
It was reported that the bottom of the reservoir kept coming out. It was stated that the insulin pump was not dropped. No further information was provided.